Event description:
It was reported that during left mca occlusion procedure, after placing the balloon (subject device) and dilated with 2 atm, the balloon (subject device) had no image under fluoroscopy. So the operator withdrew the balloon (subject device) and then found blood in the lumen of balloon (subject device). The operator thought the balloon (subject device) might be leaked and replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter was found to be damaged inside the hub, dry blood within the balloon was noted, and balloon was found to be intact. A functional test for the reported balloon leaked functional test ¿ pass. There was no balloon leakage during the functional test; however, there was leakage from damaged catheter noted. And for the reported implant not visible under fluoroscopy ¿ n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported code 'balloon leaked during use' was not confirmed during analysis. The reported code 'implant not visible under fluoroscopy' could not be confirmed during the analysis as the code is procedure related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the physician 'used a 2.0*15 balloon to dilate. The preparation of this 2.0*15 balloon was normal and after placing it, when dilated the balloon with 2 atm, the balloon had no image under fluoroscopy. So, the operator withdrew the balloon and then found blood in the lumen of balloon'. It was confirmed in the follow-up gfe questions that the physician was able to confirm the balloon catheter radiopaque marker band under fluoroscopy and position (the balloon) inside the patient anatomy. The device was returned for analysis, and it was noted that there was a hole/cut to the guidewire shaft when viewed through the inflation port of the hub causing leakage. There were significant amounts of dried blood present inside the balloon and also inside the inflation pathway of the balloon catheter. This blood, which the physician also reported was present in the balloon lumen, would have led to issues when viewing the balloon under fluoroscopy. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the reported 'balloon leaked during use' and 'implant not visible under fluoroscopy'. An assignable cause of user error will be assigned to the as analyzed ¿balloon catheter damaged' and 'balloon catheter shaft leaked during use', as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during left mca occlusion procedure, after placing the balloon (subject device) and dilated with 2 atm, the balloon (subject device) had no image under fluoroscopy. So the operator withdrew the balloon (subject device) and then found blood in the lumen of balloon (subject device). The operator thought the balloon (subject device) might be leaked and replaced it with a new device and continued the procedure without clinical consequences to the patient.